Event description:
Health professional reported left side rupture.

Manufacturer narrative:
Medwatch submitted on: (B)(4) 2013. Device labeling addresses the reported event of rupture as follows: "patient counseling info: pts should be advised that implants may rupture, (i.e., develop a hole or tear in the shell). Shell rupture may result in release of silicone fill. Damage may result in immediate rupture or may weaken the envelope and result in rupture postoperative." (410 dfu).